Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09109. It was reported that balloon rupture occurred. Vascular access was performed using ipsilateral approach. The 100% stenosed target lesion was located in a mildly tortuous and severely calcified common iliac artery (cia). After a guide wire crossed the lesion, a 8.0 x 40, 75cm mustang balloon catheter was advanced to predilate the lesion. However, the balloon ruptured. Another 8.0 x 40, 75cm mustang balloon catheter was advanced but had also ruptured. Both devices were completely removed and the procedure was completed with a 6.0x40mm mustang balloon catheter. No patient complications nor injuries were reported.